Manufacturer narrative:
Investigation summary: the photo and sample provided was analyzed and it was possible to observe barrel cracked. It was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. The potential cause for this is a syringe assembly assembly failure that caused the damage. To define and manage actions to correct the incident, the corrective and preventive action was opened; CAPA # (B)(4). Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry.

Event description:
It was reported when using the bd solomed¿ syringe there was failure of the product to contain the blood/medication. The following information was provided by the initial reporter. The customer stated: "when applying the duoflam product, the syringe was broken after aspiration of the medication." Pharma company stated: sample was not made available, an image showed an open cartridge with the syringe apparently cracked on the body, as signaled (in blue) by the customer himself.